Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 100 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 212 mg/dl and 213 mg/dl. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 06/19/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 100 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 212 mg/dl and 213 mg/dl. Verified storage of product is not within instructed spec since they are kept in kitchen. Test strip lot manufacturer's expiration date is 06/19/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 1: 123 mg/dl, (B)(6) 2015, 05:53 pm, fasting: no; 2: 132 mg/dl, (B)(6) 2015, 04:28 pm, fasting: no; 3: 147 mg/dl, (B)(6) 2015, 10:48 pm, fasting: no; 4: 172 mg/dl, (B)(6) 2015, 02:20 am, fasting: yes; 5: 194 mg/dl, (B)(6) 2015, 12:18 pm, fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.